Event description:
It was reported that the pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level, with levels not exceeding 500 mg/dl. Technical support resolved the issue by arranging a replacement pump, and the caller agreed to return the defective pump using a pre-paid label provided within 10 days. The caller had no backup insulin therapy available and planned to consult their healthcare provider.